Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to perpetually rebooting. A receiver boot test were performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver perpetually rebooting. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.